Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons was not responding when pressed, and had random no delivery alarm. The customer stated that the reservoir window compartment sounded like it was going to crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.